Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2015 with the following findings: on investigation, there was no line through the display screen. Investigation did not duplicate the complaint and the display was found to be clear, legible and fully functional.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to an international distributor issue that has been reviewed with the FDA on january 12, 2015. Initial reporter: (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.